Event description:
It was reported that during a routine follow up, the device would not interrogate. A "bit flip" error was observed. The patient stated there were symptoms of fatigue following the device error. As a result of the error, the device was pacing in a non rate responsive mode. A software patch was installed putting the device back into a rate responsive mode, however, the device would still not interrogate. Another software fix was installed correcting the interrogation error and the device is now fully functional. Upon fixing the device with the second software patch, the patient stated there was burning at the site, however, no reason could be found for this and the patient will continue to be monitored. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow up, the device would not interrogate. A "bit flip" error was observed. The patient stated there were symptoms of fatigue following the device error. As a result of the error, the device was pacing in a non rate responsive mode. A software patch was installed putting the device back into a rate responsive mode, however, the device would still not interrogate. Another software fix was installed correcting the interrogation error and the device is now fully functional. Upon fixing the device with the second software patch, the patient stated there was burning at the site, however, no reason could be found for this and the patient will continue to be monitored. The device is still in use. No further patient complications were reported as a result of this event. It was later reported that there had been no new reports of the patient being seen prior to their scheduled 6 month follow-up.

Manufacturer narrative:
It was later reported the device showed a warning screen and it was confirmed that there was a device memory error which required a manual guided reset procedure to be performed. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Corrected mfg. Site ID.

Manufacturer narrative:
It was later reported the device showed a warning screen and it was confirmed that there was a device memory error which required a manual guided reset procedure to be performed. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a data storage diagnostics problem, there was an ecc error log pointer issue.